Event description:
It was reported that the customer received medical attention from the paramedics due to a low blood glucose level of 35 mg/dl. The customer was administered with a glucagon injection. Troubleshooting was performed and programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.